Manufacturer narrative:
The customer returned the suspected contour next gen meter, contour next test strips and contour next control solution from lot # 3bv2g14 for evaluation. An in-house testing was performed with the returned meter, returned test strips and returned control solution, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests.

Manufacturer narrative:
The customer did not use clean, flat and non-absorbent surface prior to performing the first control test and obtaining a reading of 183 mg/dl. As per contour next control solution instructions manual, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer called to report that she ran control tests with the contour next gen meter and obtained readings of 183 mg/dl at 12:30 p.m., 152 mg/dl at 12:38 p.m. And 187 mg/dl at 12:40 p.m. The meter did not automatically mark the readings of 183 mg/dl and 187 mg/dl as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips sent to the customer.